Manufacturer narrative:
.

Event description:
The hcp reported, a return of patient symptoms. Impedances were greater than 2000 ohms at 24 ma on all combinations with #0 and #3 electrodes. An itrel ii neurostimulator was implanted on one side and a soletra neurostimulator on the other side. The hcp stated they will try to reprogram around the electrodes if the patient can tolerate it. The phone connection was lost so the manufacturer was unable to obtain patient or contact information.